Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Reportedly, customer continued to use the existing pump for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.